Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did both devices cut? : no. Did both devices staple? No. Were malformed staples present? Yes. The analysis found that long60a device (a) was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis found that device (b) was returned with the shrouds slightly separated and with no cartridge reload loaded on the device. Upon evaluation the pins and holes of the shrouds were noted to be cracked. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. However the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # j5hg82 (mfg date: 07/26/2012. Exp date: 6/26/2017).

Event description:
It was reported that during the bariatric case of sleeve gastrectomy procedure, the device was taken out from the packet and it misfired during the second firing. The surgeon was not able to use that gun in the procedure. Another gun was opened and same problem occurred. It got misfired during third firing. Unknown how case was completed. There were no adverse consequences for the patient.